Event description:
It was reported that when a device was used during an unknown procedure, the device would not stay engaged. Another device was used to complete the case. There were no consequences to the patient.